Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (batteries not charging) has been confirmed. As received, the battery charger was found to have a defective power brick. The battery charger would not charge the batteries. The root cause of the defective power brick cannot be positively identified but was likely random component failure. Once the power brick was replaced, the battery charger was fully functional. No adverse event resulted from the defective power supply brick. The patient received a replacement battery charger.

Event description:
An (B)(6), male, patient, called in to zoll lifecor customer support to report that his batteries were not charging properly. The patient was provided with a replacement battery charger.